Event description:
Hospital ICU personnel were setting up the device and connecting it to a patient, condition not reported, with disposable defibrillation/ECG electrodes as a preventative measure. When the operator selected leads, the patient's ECG would not display on the monitor screen. The device was removed and a backup used. No adverse affects were reported as a result of the allleged malfunction.